Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-21727.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report: 1627487-2014-21727.

Event description:
Device 2 of 2.reference MFR. Report: 1627487-2014-21727.

Manufacturer narrative:
Results: the complaint that the ipg could not hold a charge was not confirmed. As received, the ipg was responsive and communicated with lab utilities. Functional testing revealed the returned ipg charged normally and passed a discharge test. The battery capacity exceeded the expected calculated stimulation on time. The ipg was tested to manufacturing specifications using automated test equipment and passed all tests. The returned ipg functioned as intended. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.